Event description:
The patient contacted lfs (B)(4) alleging inaccurate readings on their one touch verio pro meter. The patient did back to back readings and obtained the following: 96 mg/dl and 139 mg/dl. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were not expired and was in good condition. The test strip vial was not cracked or broken. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the difference between the readings were greater than 20% and or 20 mg/dl

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.